Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that starting two weeks ago, they didn't think it was working. The patient stated they got up about 5 times last night and peed their pants in the store today. The patient called their healthcare professional (hcp) who told them to call medtronic. The patient tried programs 1 through 4 and before this, the highest was 2.8. Yesterday, they went up over 6, usually they can feel it but the patient stated they couldn't feel the stimulation no matter how high it got. The patient programmer showed the stimulation was on at program 3 at 7.2. Before yesterday, they were on 2 forever. The patient was in the midst of a uti but it was cleared up now. The patient wasn't sure what date the uti started. The patient services specialist (pss) recommended trying the other 2 programs and tracking the symptom results. The patient was put on a setting they couldn't feel start and stop at the hcp office. The patient stated they no longer felt it start and stop but doesn't know when that occurred. No further complications were reported as a result of this event.

Manufacturer narrative:
Removed patient code (B)(4) as it no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that swimming led to the uti. They changed the programming to four different settings with no feeling of stimulation. They weren't sure what led to the bathroom urgency, frequency, and lack of stimulation; they just started having accidents and getting up 5-6 times per night. Those issues were not resolved.